Manufacturer narrative:
Date of event is estimated. The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient did not charge their scs ipg per manufacturer guidelines. In turn, the device lost the ability to communicate with external devices and became inoperable. The patient underwent surgical intervention wherein the scs ipg was explanted and replaced to address the issue.